Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] when balloon was withdrawn from scope, the balloon "tore near tip. This was discovered after patient use. There was no adverse event but piece of balloon could have been left in the patient." It was further reported that a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated. A visual examination of the device revealed that the balloon material had a rupture/split near the middle portion of balloon and the catheter kinked in multiple sections throughout the length of the device. The kinks were at 81.3cm, a break in catheter at 111.6cm to 112.3cm, then kinks at 118.2cm, 120cm, 120.9cm, 122.2cm, 123.4cm, 124.3cm, 146.1cm, 178.7cm, and at 231.5cm. A functional test could not be conducted. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A rupture or tear in the balloon material can also occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. The instructions for use includes the following: "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.